Event description:
It was reported that the doctor placed 7 implants in a patient and used the membrane over bone graft. The patient had poor healing. One implant which underwent concomitant guided bone regeneration had an infection. The initial infection started around the soft tissue, patient was placed on zithromax, then switched to metronidazole. Bone was exposed and the dental implant failed in 2 weeks when it became loose, then second implant failed 2 weeks later. The doctor feels the implants were placed according to acceptable surgical protocol. The adverse event resolved and the patient is fine.